Event description:
It was reported that the ventilator generated power and control errors. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated power and control errors. Our field service engineer has investigated the reported machine on site. The control printed circuit board (pcb), expiratory channel pcb and dc/dc pcb were replaced to resolve the issue and sent back for investigation. The returned control and expiratory channel pcb were found contaminated with liquid spill around some of the components. These two pcbs were not investigated further since ingress of liquid substance on pcb can cause failure/short circuits which might lead to a ventilator system malfunction. The returned dc/dc pcb passed the pre-use check, it was not possible to reproduce any issue. The source and the type of liquid is unknown. Therefore, the root cause cannot be established.

Event description:
Manufacturer ref.#: (B)(4).